Manufacturer narrative:
On 22 february 2016 it was prepared a final report with the information already submitted in the initial report. On 23 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 02 dec 2015, the r&d project manager visually inspected the retrieved instrument: the tip (torx t20) of the screwdriver is broken. The functionality of the alif screwdriver universal joint (03.30.10.0003) to insert and temporary fix the screw into the plate is compromised. The mean failure of the torx t20 occurs with torque higher than 9nm. The maximum torque that can be applied on the screw according the surgical technique is 5.5nm+/-10%. The breakage of the tip (torx t20) of the screwdriver may have been caused by the application of an uncontrolled torque or lateral bending on the screw during insertion. Batch review performed on 18 december 2015: lot 1410920: (B)(4) items manufactured and released on 10 july 2014. No anomalies found related to the problem. (B)(4).

Event description:
The tip of the screwdriver broke during the screw insertion. The next screws were inserted with the straight screwdriver. No consequences for the patient.